Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation revealed a lead severed in two segments about 13.5 cm from the is-1 pin. Setscrew marks were noted on all terminal connectors. Detailed analysis indicated rupture of the insulation on the rate/sense (rs) terminal leg through to the rs+ coil approximately 7 cm from the terminal pin, most likely due to lead-on-can contact. Blood was also noted in the lead likely through the damaged site. Further, there was partial abrasion on the distal and proximal terminal legs, most likely due to rubbing with other terminal legs. The lead passed the continuity test; hence, a conductor fracture could not be confirmed.

Event description:
Boston scientific received information that noise and oversensing was detected on this right ventricular (rv) lead; however, oversensing was not reproducible during follow up. During revision, the lead was noted to be behind the device and showed insulation damage and conductor fracture in the pacing/sensing lead. Blood was also detected in the lead and there was pressure damage on the distal and proximal shock lead as well. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.